Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for non-obstructive urinary retention. It was noted that the patient¿s trial started on (B)(6) 2020. It was reported that they were having pain and discomfort. The patient noted that prior to the procedure, they were voiding on their own, but since the procedure they are no longer able to void. Additional information was received from the patient. They reported that they are in pain and is very uncomfortable since they changed programs and increased the stimulation. Helped the patient decrease the stimulation from 0.9 to 0.4. The patient is not currently cathing due to being on her period and having cramps. The patient stated that she feels the pressure and knows she is full but is waiting for some of the discomfort to subside prior to cathing. The patient stated that she has cramps and discomfort.